Manufacturer narrative:
(B)(4).

Event description:
It was reported that the array did not open smoothly. During preparation for a radiofrequency ablation procedure to the patient's liver, a 2.0/17/15 leveen¿ coaccess¿ was selected. However, the deployment needle could not be deployed smoothly during the functional check before introducing into the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the electrode array was fully retracted. No visible damages were found to cannula or handle. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the array did not open smoothly. During preparation for a radiofrequency ablation procedure to the patient's liver, a 2.0/17/15 leveen¿ coaccess¿ was selected. However, the deployment needle could not be deployed smoothly during the functional check before introducing into the patient. The procedure was completed with another of the same device. No patient complications were reported.